Event description:
The customer reported that while running a hepatitis core assay, the bar code reader misread a sample barcode. The barcode was read as "6010213" instead of "6011213". An investigation is in progress. No death or serious injury was associated with this event.